Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (out of needle) on lot # 0041302. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, foreign matter (out of syringe)) was captured and addressed investigation summary: customer returned a video of a 3/10cc syringe and a photo of a shelf carton from lot # 0041302. Customer states that they found liquid to come out of syringe on some from this box. The attachments were examined and the video showed a syringe that exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. It is difficult to determine the identity of this material solely from the provided video. A review of the device history record was completed for batch # 0041302 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause could be determined as is difficult to determine the identity of this material solely from the provided video. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringe with the bd ultra-fine¿ needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reported found liquid to come out of syringe on some from this box. This pharmacist contacted his medical distributor who then contacted bd. Lot #: 0041302, catalog#: 328440, date of event: unknown a good few weeks ago.